Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The cartridge was returned for evaluation but could not be run on an internal instrument. The cartridge was disassembled and the valve seal in the luer mount was found to have a defect. This defect may have caused salt build up in the sample port/luer area, which may have contributed to the discordant results.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. The customer also stated that they have not had any further discordant electrolyte results since changing the measurement cartridge and the system is currently operational.

Event description:
The customer reported discrepant high sodium and potassium results on the rp 500. There was no report of injury due to this event.